Manufacturer narrative:
Concomitant medical product: 7022 st jude lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had chronically low p-waves and was noted with occasional undersensing on stored electrograms atrial episodes. The lead remains in use. No patient complications have been reported as a result of this event.